Event description:
It was reported that the pump touch screen was scratched and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.